Event description:
It was reported that a high capture threshold and a gradual increase in the impedance measurement were observed from the right ventricular (rv) lead. The physician initially elected to reprogram the device to resolve the event and continue with normal follow-up appointments. However, at the recent normal device replacement procedure, the physician surgically capped and abandoned this rv lead. A new lead was subsequently implanted and no additional adverse patient effects were reported. This lead remains implanted, but capped and out-of-service.

Event description:
It was reported that a high capture threshold and a gradual increase in the impedance measurement were observed from the right ventricular (rv) lead. The physician elected to reprogram the device to resolve the event and the patient was stable with no adverse consequences. The patient will continue with normal follow-ups in three months, at which time the rv lead capture threshold and impedance will be reassessed.